Manufacturer narrative:
The complaint investigation for a false elevated result for one patient when tested with the architect total b-hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review, and inhouse testing of retained kits of lot 19507ui00. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 19507ui00. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide and suggested that the performance of the lot is acceptable. Inhouse testing determined that the specificity performance is not negatively impacted. Labeling review concluded that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent, lot 19507ui00 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Correction to h6 medical device problem code from incorrect a090809 to correct a090804.

Manufacturer narrative:
Health effect impact code: f26. Was this device serviced by a third party? Yes. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial = 1969.58miu/ml (>/=25.00miu/ml=positive). The physician questioned the result, so a second sample was drawn and tested on the roche method and the architect with both results being negative. The original sample was retested on the architect = negative (</=5.00miu/ml = negative). There was no reported impact to patient management.